Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. All buttons functioned properly. No damage noted on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had cracks on the battery and reservoir compartment. The customer's blood glucose was 410 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.